Event description:
Home patient (hp) reports patient line of homechoice set and patient extension line was not priming completely. Hp primed lines manually. Hp reports no patient injury or medical intervention as a result of incident.